Event description:
It was reported that the pump is intermittently responding to the ok button. The pump reportedly has not been exposed to moisture and there were no signs of damage to the keypad.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the testing confirmed the intermittent response to button presses on the keypad, the up and down arrow button contacts were misaligned, the ok button was sticking, and there was evidence of adhesive/contamination under the ok, contrast, and down arrow button contacts.